Event description:
On (B)(6) 2013, the following info was reported to kci by the kci (B)(4) rep: the physician was treating an "open window injury," lung cavity, with v.a.c veraflo therapy. On (B)(6) 2013, a foreign material alleged to be v.a.c. Veraflo dressing, lot number unk, "crumbled" upon it's removal. On (B)(6) 2013, the following was reported to kci by the kci (B)(4) rep: some but not all of the foreign material was manually removed. The same day, a second v.a.c. Veraflo dressing, lot number b27949, was applied. On (B)(6) 2013, upon removing the foreign material alleged to be v.a.c. Veraflo dressing it also "crumbled." A bronchoscopy was performed, and it identified foreign material within the lung cavity, that was partially removed. On (B)(6) 2013, a second bronchoscopy was performed, and the remaining foreign material was removed. The pt is doing well and continued to receive v.a.c. Therapy with v.a.c. Whitefoam dressing. No subsequent issues have occurred.

Manufacturer narrative:
Based on the info available, this report is being field due to possible use error.